Manufacturer narrative:
The reported field event of post-sensed t-wave oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up with episodes of ventricular fibrillation and ventricular tachycardia due to post-sensed t-wave oversensing observed on the implantable cardioverter defibrillator. It was noted that the patient did not receive inappropriate therapy. On (B)(6) 2017 the device was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.